Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent an ipg replacement and was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.